Event description:
Clinic notes were received which reported the patient¿s seizure activity, intensity and duration were increasing. These symptoms along with the length of the implant caused the physician to suspect the device was nearing end of service. Further follow-up found that the patient reported to the physician that the current seizure rate was above pre-vns levels. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery and the generator was discarded after being explanted.